Event description:
A discordant, falsely low white blood cells (wbc) result was obtained on one patient sample on an advia 2120i instrument. The sample was flagged by the system's delta check as it did not match results previously obtained on samples from the patient. The operator released the discordant result to the physician(s) without checking results fully. The sample was repeated on another instrument and resulted as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low wbc results.

Manufacturer narrative:
The cause of the discordant wbc result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00438 was filed on september 13, 2013. Additional information (09/25/2013): a siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and found a faulty 40 psi regulator. The fse replaced the regulator and ran quality controls and samples, and all resulted within range. The cause of the discordant, falsely low wbc result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.